Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead dislodged. A lead revision was performed and the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead dislodged. A lead revision was performed, and the lead was explanted. No additional adverse patient effects were reported. Additional information was received indicating that the dislodgement was confirmed via x-ray.